Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that the patient on impella cp support had bleeding around the repo sheath. Pressure was held and heparin was stopped. The patient also had actively bleeding from the right femoral. Impella side is the left femoral. Blood products were administered. Hemoglobin dropped from 12.3 to 9.3 and is back up to 12.4. The patient is stable.

Manufacturer narrative:
The investigation of access site bleeding and vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Access site bleeding : the root cause of the access site bleeding issue was anticoagulation management due to high patient activated clotting time (act) values, heparin was stopped to achieve hemostasis as per the clinical description. Vascular damage : the root cause of the vascular damage issue was not determined since product was not returned and insufficient clinical details provided.